Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. Several attempts were made to cross the lesion using a 8.0 x 3 0 x 135cm express ld vascular stent but the device was difficult to advance through the lesion. When the device was removed, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patients condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
The device was returned for analysis. An examination of the returned device identified that the crimped stent was damaged at its mid- section and towards its distal end. The stent appeared to be pinched / flattened. The balloon did not appear to have been subjected to any positive pressure. No kinks were noted along the shaft and no issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. Several attempts were made to cross the lesion using a 8.0 x 3 0 x 135cm express ld vascular stent but the device was difficult to advance through the lesion. When the device was removed, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patients condition was good.